Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted generator was completed. In the product analysis laboratory, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts to obtain additional information from the patient's neurologist regarding the increase in seizure activity prior to generator replacement as well as whether or not seizure control has improved since the generator has been replaced have been unsuccessful.

Event description:
On 05/02/2012, additional information was received when it was reported that the patient had the generator explanted and replaced. The new generator was programmed to the same settings as the previous generator and diagnostics were said to be okay. The explanted generator was returned on 05/04/2012 and product analysis is currently underway.

Event description:
It was reported via clinic notes received on (B)(4) 2012 and dated (B)(6) 2012, that the patient was being seen due to an increase in seizure activity that had been occurring over the past several weeks. The seizures were described as partial seizures with secondary generalization. The patient has been compliant with her AED medications. The patient's family does use the magnet however they do not think it was helping. It was noted that the seizures were due to vns battery life nearing the end. The device was interrogated and the settings were not adjusted (1.75/20/130/unk/0.5/2/130/60). Systems diagnostics were performed and resulted in ok/ok/2/no. The patient was referred for generator revision surgery (elective vns battery replacement). Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.